Event description:
Patient reported left side rupture via ultrasound, swollen, seroma, lymphoma blocked, and severe pain. Patient later reported left side capsular contracture, baker grade unknown. Capsulectomy and papillary reduction performed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient reported left side rupture via ultrasound, swollen, seroma, lymphoma blocked, and severe pain. Patient later reported left side capsular contracture, baker grade unknown. Capsulectomy and papillary reduction performed. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. Red particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side rupture via ultrasound, swollen, seroma, lymphoma blocked, and severe pain. Patient later reported left side capsular contracture, baker grade unknown. Capsulectomy and papillary reduction performed. Device has been explanted and replaced.